Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that suture placement in the right common femoral vein using a prostyle device using the pre-close technique via a 14f sheath hole prior to an amulet implantation interventional procedure. The suture of one prostyle device was successfully placed. The sheath size remained a 14f, however; the procedure was then abandoned due to hemodynamic instability. The hymodynamic instability was due to the patients low ejection fraction (ef) and possibly anesthesia/intubation. Reportedly post procedure, during knot advancement, a suture break occurred. Figure 8 stitching was performed to achieve hemostasis. No groin complications were noted, and the patient was sent to recovery. While in recovery the patient¿s pressures dropped. A groin hematoma was noted in recovery. Manual compression was performed at the bedside where the figure 8 stitching was been done. Code blue was called, and the patient died. The physician stated that patient was in poor health prior to the procedure with a low ef. Per the physician¿s opinion the death was due to the patients low ef and cardiogenic shock and not related to the prostyle device. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported suture separation. Factors that may contribute to suture separation during knot advancement include, but are not limited to, user technique, (tensioning angle not coaxial) or suture/ nick damage. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The treatment appears to be related to circumstances of the procedure. The patient effects of hematoma, hemorrhage and hypotension are listed in the prostyle instructions for use (IFU), as a potential adverse event associated with use of the suture mediated closure devices. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.